Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to corroded keypad trace. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corners.

Event description:
Customer reported via phone, the insulin pump kept alarming button error. Customer was attempting to bolus when alarm occurred. Customer's blood glucose was 300 mg/dl. He doesn't recall any significant events which may have led to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.